Event description:
It was reported that the patient presented to the emergency department with weakness, syncope and bradycardia with a heart rate of 35. It was reported that the right ventricular (rv) lead experienced low impedance, high thresholds and loss of capture. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.